Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a device changeout due to near eri. Externalized conductors were observed via x-ray. No electrical anomalies noted. The lead was capped.